Event description:
During product evaluation by a service technician, an infuso.r. Pump was found to have a damaged actuator on its pusher block assembly. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and serviced by a service technician. (B)(4). The root cause of damage to the actuator of the pusher block assembly is unknown. The device will be returned unrepaired, as the customer did not complete a trade in contract before the deadline. If any additional information is received, a follow up MDR will be sent.